Event description:
It was reported that a one-link catheter extension set would not prime. The reporter stated that the solution bag was squeezed to initial flow; however the device would not prime. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. The companion sample was connected to a solution set and container and then primed with no defects noted. The companion sample was connected to a pressure gauge for pressure testing and clear passage testing with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.